Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegations from the field.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and was found dislodged during routine follow-up. As a result, the patient was hospitalized and underwent surgical intervention. The ra lead was removed and replaced; and, it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and was found dislodged during routine follow-up. As a result, the patient was hospitalized and underwent surgical intervention. The ra lead was removed and replaced. No additional adverse patient effects were reported.